Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the proximal right coronary artery with mild tortuosity and mild calcification. The 3.0 x 48 mm xience xpedition stent delivery system (sds) was advanced, but failed to cross to the lesion due to tortuosity, and a previously deployed stent from a past procedure. Due to the time it was taking to try to cross, the patient was hemodynamic unstable, and there was a clinically significant delay in the procedure. A new sds was used to treat the patient successfully. There were no adverse patient sequelae; however, a clinically significant delay in the procedure was noted. The details of the delay were not available. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The reported patient effects of hemodynamic unstable, additional therapy/non-surgical treatment, and delay in treatment are addressed as potential no-fault procedural complications. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined however the treatments appear to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.